Event description:
The syringe can't be used with the feeding pumps, there was no harm reported.

Manufacturer narrative:
3returned sample was requested but haven't received yet. The DHR of this lot was reviewed without any issue. The design history file and 510k sumbssion were reviewed. This syringe is designed for manual use only, not for pump use. For manual use or not for pump use was not presented on any labeling of this product. The compliant history was review one pump compatbility issues with this product were received before. A recall was conducted by distributor cardinal health 200 llc with recall number z-0849-2024. The corretive action putting the caution "for manual use or not for pump use" on all enteral syringes' labeling of k190502 will be taken. A follow-up report will be submitted if any additional information from the received samples.